Event description:
The pt called alleging erratic readings on their lifescan meter. The pt mentioned that they received a 300 mg/dl and there is no information on whether the pt experienced any symptoms at the time of testing. They took their oral medication and an hour later retested and received a 209 mg/dl. These tests are considered an invalid comparison, due to the fact that the time difference between the two readings were an hour apart from one another. The pt did not seek medical attention or contact their physician in regards to the matter. While troubleshooting the customer service, the meter would not power on. The batteries were correctly installed and were replaced less than a year ago. Customer service was unable to resolve the issue and sent the pt a replacement. Based on the information provided, this case is being reported as a malfunction, due to the power issue.